Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon completion of the investigation. Initial reporting decision was based on received customer information. This initial decision was adjusted after additional investigation efforts completed and additional information received from the customer.

Event description:
The physician reported that a measurement on the gem premier chemstat for creatinine was too high compared to the central lab. The patient was admitted to the hospital with acute stroke symptoms and had not received an immediate contrast-enhanced CT angiography due to the elevated creatinine. The unavailable creatinine results caused a 2 hour delay in diagnosis. There was no impact to the patient as the contrast scans showed that no intervention was required.

Manufacturer narrative:
Review of complaint determined that the creatinine result difference between the gem premier chemstat and laboratory analyzer was likely caused by patient specific biological matrix effect. The manufacturing records were reviewed for the gem chemstat (cartridge serial #: (B)(6) which demonstrated that the gem chemstat cartridge passed all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode.